Manufacturer narrative:
Zyno medical is waiting for the arrival of the affected device.

Event description:
On 11/23/2020, a distributor of zyno medical reported a complaint. A user facility representative contacted the distributor on 11/20/2020, and stated that pump# (B)(4) will not occlude. The device operator was a biomed technician. No medication was being infused. There was no patient involvement.

Event description:
This is a follow-up for the initially filed MDR (3006575795-2020-00046).

Manufacturer narrative:
The service provider tested the device on 12/07/2020. The test report was received by zyno medical on 12/10/2020. The pump failed the pressure test. The pump occluded outside of the specification during the pressure test. The reported issue was confirmed. The pressure sensor was replaced. The pump was repaired and tested to meet full specifications.